Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vicmo 12.6, -07.50 diopter, implantable collamer lens from the patient's left eye (os) on (B)(6) 2019. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. This resolved the problem. Cause of the event is reported as unknown. Per reporter on (B)(6) 2020, "patient does not intend to reimplant the lens. Patient's current condition is good."